Event description:
It was reported that the insulin pump alarmed no delivery and after customer's blood glucose was high. Customer is currently 33 weeks pregnant and worried the insulin pump would fail. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.